Event description:
It was reported that the tuftex embolectomy catheter balloon was found ruptured upon removal from dispenser. The device was not used on the patient. No patient injury was reported.

Manufacturer narrative:
The photo provided confirmed the reported issue. While the reported event was confirmed, the exact root cause of the reported issue could not be determined. It is possible that the balloon was damaged while removing the device from the packaging. As stated in the IFU: avoid extended or excessive exposure to fluorescent light, heat, sunlight, or chemical fumes to reduce balloon degradation. The production and traceability record for the device was reviewed; no issues were found during manufacturing or packaging that would cause or contribute to the reported event. All quality control tests were completed successfully and met specification. We have not received any other complaints of a similar nature for devices from this lot.